Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion". According to the customer: "runs too slow, kl only halfway through after 3 hours, instead of complete after 1 hour".

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400627471. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4) examination carried out by: (B)(6) 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 3961 2.6 further information: n/a 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The last infusion on 2023-10-20 was investigated. A infusomat space safeset was inserted and a rate with 480ml/h was started. During the infusion, the air alarm occurred, three times. The reason for the air alarm could not be clarified. After 15 minutes the infusion was stopped and the line was extracted. (History files are attached to the pc notification) 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is slightly dirty and a kinked cable from the operating unit was found. No other visible damages were found. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,40 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,04 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,95 bar (should be: 1,8-2,5 bar) pmin: is: 1,64 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,79 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,59%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues. The emc protection shield, the operating unit and the bottom inner frame are damaged by liquid. (Pictures are attached to the pc notification) 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 23k24e8st5 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information:na